Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 208 mg/dl. The customer's mother stated that she had change the infusion set twice already and did not want to waste any more supplies. The caller was unable to complete the troubleshoot process. Nothing further reported.